Event description:
While implanting an fmp acetabular cup, the cup was fixed using two 25mm screws. When trying to tighten the screws firmly, the first screw passed through the hole and removed the fmp from its position. Surgeon removed the screws and cup and, using the same screws, put it in again in 180 degree rotation.